Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2021, the patient's infusion set literally broke where the tubing and the needle part connect. The patient noticed this issue after insertion. Therefore, her blood glucose level was 388 mg/dl at the time of the event. The infusion set had been used for less than two days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.